Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02853. It was reported that during a trial implant procedure (related manufacturer reference number 3006705815-2019-02851, 3006705815-2019-02852) the patient experienced a cerebrospinal fluid leakage. Reportedly, there was blood mixed with fluid and the physician performed a precautionary blood patch at t12-l1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined